Event description:
I opened a new contact solution sample bottle -2 oz- of moisture plus from amo in 2007. By evening of three nights later, my left eye was red, burning, scratchy, and slightly painful. I removed my contacts at this point and wore glasses until three days later. On this morning, it seemed as if my eye had cleared up, so I resumed contact wear. However, by next evening. My eye symptoms reappeared, so I discontinued contact wear again and switched to glasses. The next day. A coworker informed me that some brands of saline had been recalled. Internet research provided information on moisture plus. My eye "infection" coincided with the use of moisture plus within a week of opening up the bottle. Dates of use: 2007. Diagnosis or reason of use: contact cleaning and storage.